Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they getting buttons stuck and keypad unresponsive. The device will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.